Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose serial ring a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the part that rotates the hand held camera is loose during service involving an olympus laparoscope. There were no reports of patient involvement.